Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this lot number for these failure modes. The sample was returned. The investigation is confirmed for a circumferential balloon rupture and balloon detachment. It was determined that the entire balloon was returned. Per the event details provided, the balloon ruptured at 16atm during post-dilation of a stent. The rated burst pressure (rbp) for this balloon size is 14 atm; therefore, the balloon was over-pressurized. Additionally, per the IFU, this device is intended to dilate stenoses in the peripheral arteries, treat obstructive lesion of native or synthetic a-v fistulae, and/or re-expand endoluminal stent graft elements in the aorta and iliac arteries. It is not indicated for stent post-dilatation. Usage of the balloon contrary to its intended use may have been a contributing factor to the event. The root cause for this event is related to user-error.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file was missing patient data. Spoke with international representative regarding patient information missing from the file and was advised that (B)(6) has a privacy laws that prohibits the transfer of patient data. Therefore, the patient details are unobtainable.

Event description:
It was reported that during post-dilatation of a stent within a fistula, the pta balloon ruptured during the second inflation at 16atm and detached into two separate pieces. One detached segment was retrieved percutaneously; however, the second detached balloon segment was removed surgically. Both interventions were successful and there was no reported adverse clinical consequence.